Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery status, further troubleshooting could not be performed. On (B)(6) 2017, the device was explanted and replaced. No further information was available.